Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported that ¿close door¿ was reproduced. A review of the event history log revealed multiple occurrences of "door jammed" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be case shimming out of tolerance. The case shimming will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed close door occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.